Event description:
The customer reported that the unit unexpectedly shutdown via dc power.

Manufacturer narrative:
We have not yet received the device for evaluation, and this complaint is still under investigation.